Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. The trial patient did not report any injury or medical intervention.